Event description:
The facility's biomedical engineer reported an infusion pump with a 703 failure code that occurred during patient use. The biomed stated that there was no report of any patient injury or medical intervention resulting from this failure. A bag was being used, but it was unknown what type of medication was being infused, the volume to be infused, or the type of tubing being used. Additional contact information was requested but no additional contact was identified. There have been no reports of any patient incident involving this pump since the last baxter service event.